Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button anomaly. Customer¿s blood glucose value was 265 mg/dl. Customer stated that the insulin pump was in pocket and started to alarm button error. Customer was advised to observe the time clock for one minute to verify if time was advance. Customer was advice to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will not return for the analysis.